Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working during the night. The customer's blood glucose reading was unknown at the time of incident but indicated that it was high. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The test guardian 2 link with the glucose sensor simulator communicated properly to the pump. The pump was programmed with alert before high and the alert functioned properly. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector was noted during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, a missing serial number label and minor scratches on the lcd window.